Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called on (B)(6) 2014 because he had a low blood glucose level of 32 mg/dl. The paramedics came to his house to treat. The customer had a broken holster. The device was not returned.